Event description:
During use in the patient, the deltaplush platinum microcoil (dpl10015320/ c21053) introducer (peeling sheath) did not work for resheathing. Additionally, when the product was analyzed, the coil was damaged, knotted, and entangled around the core wire. There was no adverse event reported, and the component will be return for analysis.

Manufacturer narrative:
As viewed through the returned packaging, the coil is damaged, knotted, and entangled around the core wire. The proximal and mid-section of the coil has been damaged. Located 30.0 centimeters off the proximal end, the core wire has been severely kinked. Located at the distal tip of the skive, the core wire protrudes outside the sheath. Located at the distal tip of the skive is external mechanical sheath damage resulting in an open skive that allowed the core wire to protrude. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. The most likely contributing factor to the resheathing difficulty occurred when the resheathing tool was advanced over the proximal end of the green introducer sheath. When the resheathing tool was retracted it produced external mechanical sheath damage which opened up the skive which allowed the core wire to protrude outside the sheath. In this condition, the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ there are multiple contributing factors to the coil damage found upon receipt of the microcoil system. The first contributing factor may have been due to the post-procedural handling of the unsheathed and unprotected coil which caused the coils entanglement and knotting around the core wire and itself. The second contributing factor may have occurred when the coil was withdrawn through the rotating hemostatic valve¿s (rhv) adjustable rubber gasket with the green introducer proximal and outside the rh. The coil may have caught the side wall of the gasket causing coil damage. The green introducer should always be completely inside the rhv during removal to protect the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil. The third contributing factor to a portion of the coils damage occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced some of the coil damage found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition to the above contributing factors, the unknown microcatheter and rhv used in the procedure should have been identified and/or returned for inspection and functionality testing. Without the return of these components it cannot be determined if they had any additional contributions to the complaint event or to the coils damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that based on additional information, the event previously reported as damaged coil, was confirmed that the there was no damaged after the device was removed from the patient. Therefore, it does not meet the criteria for reporting.